Manufacturer narrative:
The device history record could not be reviewed as a lot number was not provided. Yangzhou perfect daily chemicals reviewed all their incoming, in-process and final inspection records for their last three lot numbers manufactured and all met specification. They reviewed their skin irritation testing report and skin sensitization testing report and both met specification. As a sample was not available for further investigation, the root cause could not be determined. There is no additional action taken at this time, but yangzhou perfect daily chemicals will continue to monitor the trend of this type of incident.

Event description:
The end user patient reported that wipes are causing skin irritation.